Manufacturer narrative:
(B)(4). The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported change in diet, starting a gluten free diet. The customer stated that he was not using sensors, therefore, auto mode was not active.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visited emergency room with hypoglycemia. The customer's blood glucose level was 30 mg/dl at the time of incident. Customer stated their blood glucose was 260 mg/dl and he used bolus wizard, then customer¿s blood glucose went to 30 mg/dl. It was unknown whether customer was using auto mode feature at time of low blood glucose event or not. The insulin pump will not be returned for analysis.